Event description:
It was reported that this right ventricular (rv) lead exhibited an out-of-range (oor) sensing impedance of 126 ohms. The lead, a single-coil design, typically trends around 100 ohms. It was recommended to bring the patient into the clinic to reset the alert and increase the oor limit to 150 ohms for continued monitoring. There was no reported impact on the patient.